Event description:
Information received indicates the nurse call will not activate from the bed.

Manufacturer narrative:
The technician isolated the issue to the sidecom circuit board. He replaced the circuit board to repair the bed.